Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted for muscular dystrophy interfering with urinating. The consumer reported having an infection and was taking medication twice a day for the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.